Event description:
Reporter stated that a neonate capillary sample was tested, using the suspect device, with results of 33 and 34 mg/dl (1 minute between tests). An additional capillary sample, from the same patient, when tested in the facility's lab (< 30 minutes later), measured 14 mg/dl. Reporter did not know if there had been a delay in treatment due to values obtained on the suspect device. Quality control testing had reportedly been performed on the suspect device, and the results fell within the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.